Manufacturer narrative:
(B)(4). S/w version 4.10d; retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, label damage (stained, faded), cracked keypad overlay, pillowing keypad overlay, scratched case, corroded battery tube, minor scratched lcd window, overlay scratched. The pump did not meet expectations due to corroded battery tube. Cosmetic damage was confirmed at the battery compartment and other cosmetic damage was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. Troubleshoot was performed. The insulin pump was returned for analysis.